Event description:
The user facility reported a 60 year-old male with acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that a small leak was noted at the yellow leur. Initially the purge pressure was stable but purge pressure suddenly dropped and an attempt was made to purge bypass. After the bypass, the purge pressures increased. Bicarbonate was noted to be used in the purge system. There was no patient harm reported.

Manufacturer narrative:
The investigation for the leaking sidearm has been completed. Only the sidearm was returned. The sidearm was attached to a syringe filled with dyed purge fluid and pressurized. The leak was confirmed at the yellow luer. The yellow luer fracture was imaged. Data log review shows the purge pressure increase temporarily after the leak, and then resolve. The purge pressure temporarily increases another three times during the rest of the case, but is resolved and does not impact pump function. Thus, the root cause of the purge leak was due to a yellow luer damage. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.